Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, approximately ten (10) years post-implantation, the patient began to experience pain, lysis of the tibial component with radiolucent lines, with loosening and subsidence of the tibial tray noted. The patient is additionally experiencing difficulties in ambulation with limited range of motion. A revision surgery to replace the affected component is pending. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a4; a6; b4; b5; b7; d10; e1; g3; h6; h11. B3: exact date of symptom onset is unknown however is reported to have began in 2024 d10: additional medical product: palacos bone cement: catalog#66017569, lot#77964357; palacos bone cement: catalog#66017773, lot#76725246 additional information has prompted a review of the previously reported investigation results. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: medical product: femoral component option size g right: catalog#00596401752, lot#62581255; articular surface size gh 10 mm height: catalog#00596405010, lot#62327395; all poly petella standard cemented size 38 mm diameter 9.5 mm thickness: catalog#00597206538, lot#62263580. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, approximately ten (10) years post-implantation, it was reported that the patient began to experience pain coupled with loosening of the tibial component. No medical intervention has been reported. It was reported that no further information is available.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: over the course of nine (9) months, the patient was evaluated multiple times for ongoing issues with a nexgen knee replacement. Initial findings included a bmi of 42.5, pain, radiolucency under the medial tibial trays, and increased instability. Progressive lysis under the medial tibial components and stem movement were noted, and discussions regarding bmi and weight loss were initiated. The patient was then diagnosed with failing nexgen knee replacements, with imaging showing knee subsidence but stable alignment and 110 degrees of range of motion. However, due to a bmi of 43, the patient was deemed at high risk for surgical intervention without significant weight loss. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.